Event description:
Additional information: per the healthcare provider the catheter had dislodged and travelled into the paraspinous muscles. However, it was unknown what caused the catheter to become dislodged.

Event description:
It was reported that at (B)(6), the catheter pulled out of patient's spine. It was stated that a catheter revision was done at (B)(6) to reattach/or put a new catheter in. Following this revision patient did okay, started "feeling it helping". Drug delivered via the device was morphine.

Manufacturer narrative:
Catheter, model: 8731sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).